Event description:
Revision surgery revealed polyethylene wear of the tibial insert and patella. The patella polyethylene also disassociated from the metal back.

Manufacturer narrative:
Information has been provided as requested. Section f1-f14 has been completed by the MFR. Information has been requested from the user facility. If information is received, a supplemental report will be submitted.